Event description:
Patient was experiencing pain. A revision surgery was required to replace the ceramic on ceramic system. A trident x3 poly was used and the head was replaced.

Manufacturer narrative:
Additional devices listed in this report: cat # 17-32-3e, lot # 24141, description: alumina c-taper head 32mm/-2.5. Cat # unknown, lot # unknown, description: unknown cup. Cat # 6051-1035s, lot # pxlmma, description: secur-fit max 132 hip stem #10. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding revision due to pain involving a trident ceramic liner was reported. The event was not confirmed. Visual inspection of the returned device indicated the acetabular liner is unremarkable. The bearing surface of the liner is in excellent condition with no scratches or chips noted. There are metallic markings on the bearing surface which are consistent with contact with surgical instruments during the revision surgery. The distal surface of the liner is covered with a dark material which is easily rubbed away exposing a clean and undamaged distal surface. The locking feature of the liner is clean and undamaged with the exception of one scratch which appears to be from explantation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The event could not be confirmed nor the root cause determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient was experiencing pain. A revision surgery was required to replace the ceramic on ceramic system. A trident x3 poly was used and the head was replaced.